Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney, that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion, she experienced pain, other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, incomplete bladder emptying and discomfort.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent excision of mesh on (B)(6) 2010.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh implanted concurrently with a diagnostic d&c due to sui and post-menopausal bleeding. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, recurrence and dyspareunia. It was also reported that patient underwent a hysterectomy in 2009, cold knife conization and fractional d&c on (B)(6) 2009 due to cervical stenosis, postmenopausal bleeding, abnormal uterine and cervical findings on ultrasound, and pustule of cervix, and excision of mesh on (B)(6) 2010 due to pain and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.